Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that magnesium sulfate 20g/500ml which was programmed to infuse at 50ml/hr (2g/hr), was discovered empty approximately 58 minutes later. The patient complained of "feeling hot"; a few minutes later the patient was lethargic with slurred speech, diaphoresis, shortness of breath, and chest pain. The infusion was stopped, 2 grams of calcium gluconate was administered, the patient was placed on non-rebreather oxygen, an EKG was performed, and the patient was transferred from l&d to the ICU for cardiac monitoring and increased vital sign monitoring. In addition, serial magnesium and calcium levels were drawn every 6 hours. The pump recorded a volume infused of 48.4ml. No lasting patient harm was reported.

Manufacturer narrative:
The customer¿s report of magnesium infusing faster than expected was not confirmed. The pump module was received in overall fair condition. The pcu event log shows that at 4:28 pm on (B)(6) 2015 the pump module was programmed using guardrails to infuse magnesium ob drip 20gram in 500ml at 50ml/hr, for a vtbi of 450ml at 5:28 pm, the device was channeled off. The total volume recorded as being infused during this period was 48.4ml. There were no alarms prior to the device being channeled off. The starting volume of the fluid container cannot be determined by the device logs. Functional testing found the pump module to be delivering fluid within specification. A timed rate accuracy test performed at the incident rate also found the device to be within specification. At the completion of testing the device was opened for internal inspection; there were no signs of fluid ingress anywhere on the returned device. The mechanism assembly was found to be assembled correctly and in good working condition. All possible replacement parts were observed to be carefusion parts. There were no leaks or anomalies observed with the primary administration set during functional or pressure testing. The root cause of magnesium infusing faster than expected was not identified.